Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed the report of narrowing and restriction of the outflow graft; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted system controller log file appeared to capture the pump functioning as intended above the low speed limit with no atypical alarms. Pump power ranged between 5.7 and 6.9 w, estimated flow ranged between 4.8 and 6.7 lpm, and average pi ranged between 1.6 and 5.4. No unusual events were observed throughout the duration of the data. It was reported that the patient was listed as status 2 for transplant. (B)(6) was returned assembled with the driveline severed approximately 6.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Evaluation of the outflow graft and bend relief revealed a slight bend adjacent to the outflow conduit hardware, and examination of the outflow graft material revealed a minor kink on the outer edge of the observed bend. The accumulation of tissue growth on the exterior of the outflow graft and the significant amount of tissue observed in the interior of the bend relief suggests that this crease may have been present for an indeterminate duration during support. The black line on the graft did not reveal evidence of a twist, and the interior of the graft revealed no evidence of developed depositions or thrombus formations. The observed kink in the outflow graft appeared to slightly obstruct the flow of blood, which could have potentially contributed to a flow issue; however, review of the submitted log files did not reveal any evidence of issues related to flow. An exact duration that the kink was present during support could not be conclusively determined through this evaluation. Visual inspection of the remainder of the blood contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Heartmate ii lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing this event.

Event description:
The patient underwent a transplant on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple pulsatility index (pi) events and feeling less energy/more lower extremity (le) swelling. No alarms noted and lactate dehydrogenase (ldh) within normal limit (wnl). The log file analysis showed that there were mainly pi events. The pump power and flow trend lines appeared neutral with calculated pi on a slightly upward trend. The patient had a confirmed outflow obstruction. On (B)(6) 2020, vad coordinator called to ask if the patient's device tracking included the bend relief collar was included. It was confirmed that the bend relief collar was documented. The patient's healthcare provided discussed concerns with CT imaging that showed narrowing and restriction near the outflow elbow and that there may be a type of fluid collecting between the graft and bend relief that was compressing the outflow graft. The patient was admitted for observation and medical management while additional testing was done. On (B)(6) 2020, patient underwent right heart catheterization and was transferred to intensive care unit (ICU) with swan in place, on inotropes and diuretics. Patient was listed for heart transplant. Plan for patient was to manage medically while patient was listed status 2 for vad complication. No revision was done. The patient remained critically ill in the ICU. The pump was explanted on an unknown date.